Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified alarms occurred during the load sequence. Blood glucose level was not impacted. Reportedly, the customer declined to provided any further information regarding the reported issue.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.